Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed temperature verification testing. Accuracy testing was performed with the original piston foam and failed. When the original piston foam was removed, inspection found the door piston to be cracked and the piston foam to be deteriorated. New piston foam was installed and the device was able to pass the accuracy testing. When the original piston foam was reinstalled, the device failed the accuracy testing once more. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. The door piston and the foam were scrapped. Should additional relevant information become available, a supplemental report will be submitted.